Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket b6 registered as b-249 after cubie removal. A field service engineer confirmed pocket b5 was grayed out in the application with error b249. Fse ejected the pocket via hardware test application (hta), replaced it with a new one, rebooted. Verified functionality and the failure was cleared, and the pocket was usable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 2.1 pocket failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.